Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The sample pouch is open at the bottom, extending all the way across the pouch. The plastic portion of the pouch exhibits visible texturing from the sealing process. A root cause was not determined based on the information provided; however, the information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "in one of the packs, the sterile package was not sealed on one edge. This was discovered prior to use, as the packages were being dispensed to the departments". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).